Event description:
It was reported when the battery was removed from device, it only stayed on for about two seconds, not fifteen. The status of the device is unknown. There was no patient involvement.